Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of small basilar artery top aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried 2-3 times with instant detacher to detach the coil and during manual detachment the release wire could not be pulled. The physician withdrew the coil successfully and replaced it with another coil and finished the procedure. No patient complications were reported.